Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of tampax remained inside, it's stuck [foreign body in reproductive tract], piece of tampax remained inside, approximately 1cm², it decomposed [device breakage]. Case description: consumer reported via e-mail that a piece of tampax, approximately 1cm² in size, remained inside. It decomposed, so it was stuck. No serious injury was reported.